Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation the battery charger was unable to recognize a battery. The cause for the failure was isolated to shorted u13 (cmos flash microcontroller) and qi (current controlling transistor) components on the bedside board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement battery charger/modem.

Event description:
A zoll pt service rep (psr) contacted zoll customer support that a (B)(6) male pt's battery charger was resetting. The pt was issued a replacement battery charger/mode.